Event description:
It was reported that during a percutaneous coronary intervention, a balloon shaft breakage occurred. The lesion being treated was very calcified. The balloon was kinked during introduction and while trying to pass the strut of an unspecified stent which was in the left anterior descending artery (lad), the balloon broke. The balloon was removed and nothing was left inside the patient's body. The procedure was completed with a different device. No patient's complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon shaft breakage occurred. The lesion being treated was very calcified. The balloon was kinked during introduction and while trying to pass the strut of an unspecified stent which was in the left anterior descending artery (lad), the balloon broke. The balloon was removed and nothing was left inside the patient's body. The procedure was completed with a different device. No patient's complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 59 cm from the strain relief. The hypotube fracture surfaces were ovaled. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).